Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female underwent breast augmentation with an unknown mentor gel prosthesis and experienced rupture post procedure. As a result, bilateral prosthesis replacement with 525cc mentor memorygel breast implants was performed on (B)(6) 2018.

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 6/22/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation with an unknown mentor gel prosthesis and experienced rupture post procedure. Upon receipt by mentor, the gel contained in the device appears clear. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 1 cm within an area of siltex cracking on the anterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Mentor performs 100% inspection and testing of all devices prior to release. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).